Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to try charging the pump using a different wall outlet, adapter, and cable, but none resolved the issue. Consequently, the pump was replaced by technical support. Customer will continue to use current pump for insulin therapy.